Manufacturer narrative:
The maestro pod was returned to boston scientific for analysis. Visual inspection noted a faulty cable wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with an maestro 4000 pod, error code "d09: suspect pod" was observed. The error was unable to be resolved and the procedure was cancelled. No additional information was provided.

Event description:
It was reported that during an ablation procedure with an maestro 4000 pod, error code "d09 - suspect pod" was observed. The error was unable to be resolved and the procedure was cancelled. No additional information was provided.